Event description:
A diabetes management consultant reported that the customer was hospitalized for low bgs. The contact stated that the customer had high bgs at the time of call. The customer was going to be disconnected from the pump and receive insulin subcutaneously. A few days later the contact talked with the customer's parent and verified that the customer was not using the pump. They stated that they would call back when ready to troubeshoot the pump.